Event description:
(B)(4) received, a copy will be included with the report. This is 2 of 7 reports for this event.

Manufacturer narrative:
A review of the design, complaint history and risk analysis indicates that the design is adequate for its intended use. Bony union is dependent on a multitude of factors, such as proper reduction, bone quality, patient compliance, implant selection, etc. The lack of additional information prevents a complete analysis of the cause of failure. Additionally, the patients fall may have caused a re-fracture.

Manufacturer narrative:
Info from product returned. Part number (B)(4) made on work order (B)(4) and lot number 6724559 had no ncrs. Material lot 6678872 from which these parts were made had no ncrs and certificates were found to be in order. Review of the device history record showed that his lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the mfg of these parts that would contribute to this complaint condition. The as received condition of the plate was intact with some minor marking, scratching consistent with normal field usage. Inspection and measurement of the returned part shows that it meets all dimensional and visual requirements for pertinent features that could be related to the customer complaint.